Manufacturer narrative:
It was reported by the customer that IV pump channel noted blood throughout. One sample of item number 2278-0500 was submitted for quality evaluation. Visual inspection was performed and there were no damages or abnormalities identified in the sample. The sample was then primed and a simulated infusion was conducted at a flow rate of 125ml/hr. Leakage was not identified in the sample. The sample was then tested by pressurizing it with 10 psi and placing the sample under water to identify any leaks. There were no leaks identified during testing. The customer complaint of leakage was not verified. A root cause for the reported failure was not established because the failure could not be replicated. A device history record review for model 2278-0500 lot number 24066739 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd bd alaris pump module blood infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that IV pump channel noted blood throughout. ¿ parent noticed blood dripping on floor, notified rn. ¿ rn investigated and inside IV pump channel noted blood throughout. ¿ source of damage in tubing unable to be identified. ¿ rn notified blood bank who advised to clamp the port spiked with tubing. ¿ advised that bag of blood could still be infused with new tubing in other available port. ¿ new tubing hung. ¿ transfusion proceeded without incident.

Event description:
No further information was provided.